Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use a right ventricular (rv) lead dislodged. A follow up check was performed and no issue were detected by the device/data obtained. Physician noted that during the rv lead implant, tension was applied to ensure rv lead fixation, and slack was created. Physician indicated unknown whether the device gradually moved downward and the rv lead was stretched accordingly. The rv lead was aborted, and remains in the patient. A different lead was implanted. No patient complications have been reported as a result of this event.